Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "everything is wrong with them, they are allergic to mold, they have lost 53 pounds, their muscles are gone, they have brain fog, they have back trouble, they have sepsis, their liver is enlarged, they have kidney issues, they are anxious and having an anxiety attack, and fibromyalgia." Device remains implanted.